Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received explaining that during an injection, leaking was observed around the needle hub. When the syringe was withdrawn, the needle detached from the syringe and temporarily remained in the patient's arm. No needle-stick took place. There was no patient or clinician injury reported.